Manufacturer narrative:
(B)(4).

Event description:
This complaint was received by the surgeon after the patient's death. After using the product normally, leakage was found after three days of continuous patient care. Leakage found in depth part through operated eea anastomosis during colonoscopy but it is difficult to determine in the picture of some shots. The patient was expired after a few days from leakage and had stroke disease previously.

Manufacturer narrative:
(B)(4). Two photographs returned on october 14, 2015. Device was not returned. Post market vigilance (pmv) led an evaluation of two photos of an eea 31mm single-use stapler. The reported condition for this incident was that the staple line did not hold during the laparoscopy procedure. The visual inspection of the photos had acceptable results. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
Follow-up received, according to the reporter, the patient underwent an anterior resection by hand-assisted laparoscopic surgery (hals) on (B)(6) 2015 for sigmoid colon cancer. The surgeon used j&j linear stapler and the eea31. There was no device problem during the surgery and the device was discarded. During the surgery routine tests such as air bubble test and examination of doughnut test were conducted. On (B)(6) 2015 the patient had fever and color change. On (B)(6) 2016 underwent a CT scan and colonoscopy. The reporter stated the patient and his family refused re-operation due to underlying disease and prior stroke. On (B)(6) 2015 hospitalization including ICU (intensive care unit) care for pneumonia and sepsis. On (B)(6) 2015 the patient expired due to sepsis.